Event description:
Per the clinic, the patient experienced a performance decrement with device use, and the issue could not be resolved. The device was explanted on (B)(6) 2015 and the patient was reimplanted with another manufacturer's device during the same procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed april 6th, 2015.